Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a power source. The customer's blood glucose level was 110 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the replacement charging supplies resolved the issue; however, no additional information could be obtained.